Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that lead noise on the right atrial lead was observed during routine follow-up. The lead noise was reproducible with minimal arm movement. Device was reprogrammed but noise was still oversensed. Further programming changes will be discussed with the follow-up physician.